Event description:
No new information.

Manufacturer narrative:
It was determined after receiving further clarification from the customer and the log files from the device, this event for this product was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify an MDR was not required for this event. Device evaluation: follow-up report submitted to document device evaluation results. The inspection of the returned plate and screws indicated that the intact screws were suitable for use with the plate and did not contribute to its breakage. Therefore, they were classified as concomitants.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that one year after the surgery, the screws were broken.